Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing exhibited by the implantable cardioverter defibrillator. Programming changes were discussed. Further information was requested, but not received.